Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed intermittent undersensing due to r-wave variability on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.